Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the issue was not identified but it was probably the impedances 85 ohms. It was unknown when the ins would be replaced but it would be returned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6. Device analysis for ins (B)(6), revealed non-significant anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the ins output and telemetry were acceptable; however, the battery was near normal battery depletion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the implantable neurostimulator (ins) was empty after four months. The device was interrogated in an effort to troubleshoot the issue; however, no actions were taken to resolve the issue. The issue remained unresolved at the time of report. There were no external factors reported that may have led or contributed to the issue. No surgical interventions were performed to address the issue; however, surgical replacement of the ins was planned, but not yet scheduled at the time of report. The patient was alive with no injury at the time of report. No further complications were reported or anticipated. Additional information was received from the manufacturer representative reporting a short circuit with impedance of 85 ohms with contacts 0 and 3 was found and was used for stimulation. The device was programmed at cycle 0, 1 s on/ 0, 1s off. Only lasting four months seemed a bit short. It was noted that the patient¿s previous devices lasted about two years. Longevity estimate for therapy impedances of 500 ohms was 14 months till elective replacement indicator (eri) and 17 months till end of service (eos). Longevity estimate for therapy impedances of 1,000 ohms was 2 years till eri and 2.2 years till eos.